Manufacturer narrative:
Evaluation is in progress. (B)(4). The actual device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer states, "we've been having problems infusion vancomycin and gentamicin. We set up the pump and have it infuse through the dialysis machine. It hooks up to venous return. The pump is set up to run at 250ml/hr, but it will not infuse. We program it to run in at 500ml/hr and it takes 2 hrs at that rate. It should be infused a that rate in 1/2 hr. This has been going on with this pump for the last 2 weeks." No tubing. No pt injury. (B)(4).